Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d), defibrillation lead and pacing lead were returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died less than one year post the crt-d device implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. A visual analysis was performed only. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors were distorted. The outer insulation had cosmetic depression, and there was apparent explant damage. A visual analysis was performed only.